Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the ECG electrodes, especially under her right breast. The area was described as sores that are sometimes bleeding. The patient reported that she was using neosporin and band aids to treat the irritation. The patient's doctor also prescribed an unknown medication to treat the irritation. During a follow-up, the patient indicated that the irritation had improved.